Event description:
The user reported the valves on the heater cooler were noisy. No other details regarding the event were provided. There were no reported adverse consequences to a pt as a result of this event.

Manufacturer narrative:
Device eval anticipated, but not yet begun.